Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell and their leg hurt. It was indicated that the patient had begun having a lot of hip pain. They thought the implant might be causing it, so eventually the entire interstim system was removed in 2017. The pain in the hip/leg di minished by 50% post-explant. They stated that they were told they have fibromyalgia, where nerves are firing and causing pain. It got worse and worse, and they still could hardly walk. It was noted that the implant had been using all contacts and was stimulating a couple nerves that ran down their leg. One which included the sciatica. It was further provided that the implant had been helping at least 50% where they couldn't empty their bladder. This was the original reason for implant. The patient mentioned that the symptoms improved even more after explant. They stated that the only issue was the pain around the implantable neurostimulator (ins) area. They took lyrica for nerve pain, but that didn't help the hip pain. The patient mentioned that they had been working with the healthcare provider on the issue since (B)(6) 2016. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.